Manufacturer narrative:
Name - medtronic minimed. Street - 18000 devonshire street. City - northridge. State - ca. Zip code - 91325. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced diabetic ketoacidosis event and was admitted in hospital on (B)(6) 2026. The blood glucose was 25 mmol/l and was treated with insulin via pump. The blood glucose was high for three to four hours and hospitalization was less than one day.